Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had incorrect settings on their insulin pump. The customer stated their insulin pump was suspended and would not deliver insulin. The customer also reported having a low blood glucose of 40 mg/dl. The customer also reported their blood glucose rising to 408 mg/dl from treating their low blood glucose. The customer stated they had treated their high blood glucose with a bolus delivery. Customer declined to troubleshoot for the low blood glucose. The customer was also assisted with changing their settings. No additional information provided.